Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿a white substance¿) was found on a bd precision glide¿ needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one full case plus 134 individual needles were returned. A visual inspection was performed on 234 parts. Four needles were found with excessive epoxy dripovers. DHR review: assembly batch 7264626 had 152 visual inspections performed on 7,750 parts with two rejections recorded for epoxy dripovers. Investigation conclusion: confirmed. Bd was able to observe the reported defect. Possible root cause: epoxy dripover: generally occurs when the epoxy applicator fails to shut off for a missing cannula. Corrective/preventative action: here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues.